Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the cord loop had broken and the distal tip of the tissue bag was cut and was not returned. The root cause of this incident is likely due to the design of the device. Cord loop breakage is most likely due to the interaction between the cord loop and the inner edge of the deployment mechanism during cinching of the device. Applied medical continuously seeks to improve the form, function and ease of use of its products. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap appy- "used by surgeon during lap appy, pouch broke off into patient. He had to retrieve with grasper and pull out through incision. Surgeon said he had never seen anything like it. Device and packaging saved." Additional information received via email on october 13, 2016 from customer - the string broke causing the bag to fall into the patient. The metal supports were retracted back once the organ had been placed in the bag. The contents were in the bag when the bag fell into the patient. The bag deployed without difficulty. An endo-grasper was used to insert the organ into the bag. The bag did not fall off the prongs. The string broke about 2cm from the distal end. The string broke when the actuation rod retracted prior to full deployment. Patient status- "no patient injury".